Event description:
It was reported while using bd vacutainer® serum blood collection tubes, white particles were seen in 79 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#:k981013. Investigation summary: bd received 4 photos for investigation which shows tubes with fm inside them. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, white particles were seen in 79 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.